Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted. It was noted on (B)(6) 2013 that the patient developed seroma. The seroma was aspirated and the patient was treated with antibiotics. It is reported that the seroma resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.